Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 31-year-old black undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a purge leak was noted from an impella 5.5 sidearm during patient support. A visual inspection identified that there was a crack in the purge line. Bone wax was in place to seal the leak and instructions were provided to the staff on how to perform a purge bypass if needed. Support with the implanted pump was maintained. There was no patient harm.

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. Based on the clinical details, the root cause of the purge leak - pump is most likely due to a damaged sidearm. Product was not returned, and insufficient clinical details were provided. The location on the sidearm or cause of the leak is unknown.

Manufacturer narrative:
G.3 the date received by the manufacturer on the previously submitted manufacturer device report (MDR) should have been 28-jan-2024 and not 27-jan-2024. H.3 device not returned to manufacturer for evaluation did not need to be marked on the previously submitted MDR as it was already selected on the original MDR that was submitted.